Manufacturer narrative:
The device referenced in this report was returned to olympus (B)(4) for evaluation. The device passed all functional tests and no abnormalities were found. The exact cause of the user's experience could not be conclusively determined. If additional info is received at a later date, this report will be updated. Two related reports we previously filed associated with this event. Reference MFR report numbers 8010047-2011-00156 and 8010047-2011-00157. Olympus was subsequently informed that there had been a third pt associated with the reported events instead of the two that had been earlier reported by the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic laparoscopic procedure, three pts reportedly absorbed excessive co2 during the procedure and had difficulty waking up following the procedure of which one pt was sent to the intensive care unit (ICU) for observation. The intended procedure was said to have been completed with the same device. All pts were said to have recorded following the procedure.